Event description:
It was reported that during a fistula angioplasty procedure, a balloon rupture occurred. The occluded target lesion was an arterio-venous fistula in cephalic vein. The 7.0x80x75cm mustang balloon was inflated, upon inflation the balloon ruptured. The reputed balloon was removed intact. Patient experienced extensive dehiscence of sub-intimal in the zone of proximal cephalic vein. The procedure was completed with a different device. No additional patient complications were reported and the patient status is stable.

Event description:
It was reported that during a fistula angioplasty procedure, a balloon rupture occurred. The occluded target lesion was an arterio-venous fistula in cephalic vein. The 7.0x80x75cm mustang balloon was inflated, upon inflation the balloon ruptured. The reputed balloon was removed intact. Patient experienced extensive dehiscence of sub-intimal in the zone of proximal cephalic vein. The procedure was completed with a different device. No additional patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned device noted that the balloon material was torn circumferentially at approximately 35mm distal to the proximal transition zone, the distal portion of the balloon is attached to the distal tip but turned inside out. The single lumen shaft was severely kinked and stretched. The shaft of the device was kinked at 446mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).